Manufacturer narrative:
The event of "capsular contracture" baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "capsular contracture" baker grade unknown

Event description:
Healthcare professional reported "capsular contracture," baker grade unknown. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, fold creases, deformation, wear abrasion, and crystalline in the gel. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no openings were observed on the device.

Event description:
Patient reported left side rupture. Healthcare professional reported "capsular contracture," baker grade unknown. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported left side rupture. Device remains implanted.